Manufacturer narrative:
Evaluation results: one cadd solis hpca was returned for investigation in used condition. Them tamper seal was missing and the lens was damaged. The dso seal also bubbled. The reported product problem was not evidenced in the event history log. The customer reported product problem was not replicated during accuracy testing. A root cause was not established.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump failed a volumetric accuracy test. No adverse effects were reported.